Event description:
The customer contacted baxter's service center regarding finding a bug within their patient line extension, which occurred on the homechoice (hc) during use. The home patient (hp) just wanted to report the bug and would hold onto it until product surveillance contacts them to pick it up. The hp had since grabbed another patient line extension to use. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) regarding the reported problem. The hp stated the particulate matter was a bug. The hp stated it was found before use when they were trying to setup up for therapy. They stated they did not use this extension line, and just used a different extension line. The hp stated this did not affect their therapy in an negative way. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter received one unused set in opened original pouch in reference to particulate matter. The set was visually inspected and noted embedded particulate (pm) and loose pm inside the tubing. The pm was consistent with the buildup seen on the pin bushing during the extrusion process. No other visual defects were noted. The complaint was confirmed in the lab for embedded and loose pm. The cause was manufacturing issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).